Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that at a routine follow up appointment, longevity calculations displayed three and a half (3.5) years remaining. Approximately five months later, longevity estimates displayed one (1) year. Approximately three months after that, longevity displayed three (3) years. A hex download was performed. Analysis confirmed the device had no resets and no memory errors. At the time of the hex download, the device was in atrial tachy response (atr) fallback. When the device displayed one year of longevity remaining, the device was in retry and had autocapture programmed on. The battery calculator estimated that the device has greater than three years of longevity remaining. It was also noted that the device may be switching current bins due to auto capture going into retry, setting the output voltage higher. The device calculations showed the remaining longevity to be slightly less than three years.

Event description:
Additional information was received that the device was explanted and returned for reliability analysis.

Event description:
Additional information was received that approximately two years later, upon interrogation the device displayed a remaining longevity of one year. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.